Manufacturer narrative:
Corrected to reflect the correct brand name of device, or"23g posterior procedural pack with wf". The incorrect line item had been selected on the initial report. The product evaluation confirmed the failure mode. The cutter did not cut. The outer needle shaft appears to be corroded. Due to the evidence of use, a definitive conclusion for the source of the corrosion like substance cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Refer to CAPA 610815. CAPA 610815 was closed on 06 july 2018 but was still open when lot w1385 was manufactured. Per CAPA 610815 and qcr 332663 the vitrectomy tubeset used on the stellaris pc packs and standalone pouched vitrectomy cutters was replaced with a new vitrectomy tubeset. The new vitrectomy tubeset provides a greater operating range between the pressure required to close the vitrectomy cutter inner needle and the pressure required to open the vitrectomy cutter inner needle. The vitrectomy tubeset enhancement was implemented on the impacted pc packs and pouched accessories, including bl5223w. The first lot of bl5223w that was built with the vitrectomy tubeset enhancement was lot #w2087 in jun-2018. Any bl5223w product with lot #w2087 or higher will include the vitrectomy tubeset enhancement. The investigation is complete.

Manufacturer narrative:
The tip protector was not returned. The needle is not bent. However, the outer needle shaft and port has the appearance of being corroded. Visual testing showed the port window is in the opened position, and there is dried solution visible in the tubing. The back cap is aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter did not cut. The inner needle will not advance into the port window. It is bound up and cannot move. The cause of the corrosion like substance cannot be determined, due to evidence of use. Manufacturing and sterilization records were reviewed and found to be acceptable. Additional investigation results are pending.

Event description:
A user facility in (B)(6) reported a cutting problem that occurred during a procedure however, aspiration continued. It was reported that there was no patient impact.